Event description:
Upon removal of arctic sun cooling pads on expired patient deep red/purple tissue injury (questionable burn) blisters noted over torso and legs. Nurse unable to remove pads during therapy due to the fragility of skin/blistering/edema. Reported to nurse biomedical engineering. Third report of incidents.